Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that during pre-use check, the compressor shut down. There was no patient involvement. (B)(4).

Manufacturer narrative:
The problem was confirmed on-site by our field service engineer and the standby valve was replaced. Functional tests were successfully performed and the compressor unit was returned to service. The standby valve was not returned for investigation and no device logs from connected ventilator were received. Based on prior investigations, the most probable cause of this failure is a leakage in the valve piston resulting in wrong pressure measurement. However, the true root cause cannot be determined without investigating the standby valve. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).